Event description:
The user stated for one pt sample they received a result of 0.100 miu per ml with a data flag alerting the user the result was below the measuring range of the assay. The tech repeated the sample on the beckman access with a result of 12.14 miu per ml. The tech then placed the sample back on the e601 and got a result of 14.32 miu per ml. This result was accompanied by a data flag notifying the user the result was high. The initial result was not reported out. The field service rep found a leak at the tubing on the measuring cell on channel 1. He replaced both measuring cells and short tubing pieces. To verify the analyzer operation, he ran successful performance tests and the user ran successful calibration and qc on all assays. He advised the user to utilize the plastic insert sleeves for 7mm tubes on a more consistent basis.